Event description:
It was reported that one week post implant, the patient with this right atrial (ra) lead presented to the hospital complaining of chest pain. X-rays were performed and showed a perforation of the atrium. A lead revision was performed and this lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Testing was completed to assess lead electrical performance; measurements were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of perforation. No lead issues were noted that would have made perforation more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that one week post implant, the patient with this right atrial (ra) lead presented to the hospital complaining of chest pain. X-rays were performed and showed a perforation of the atrium. A lead revision was performed and this lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was returned for analysis.